Event description:
In 2004, spinal laminectomy was performed using 8 units of products, 2 isotis and 6 others (unknown brands). Pt was transferred to rehab. Whereupon they developed a fever and fluid at surgical site. Pt was readmitted to hospital, diagnosed with staph infection, treated and released. Product was not explanted.